Event description:
During coil placement within the aneurysm, fifteen coils were deployed. The physician reported that at first thought the metal object was a marker band from one of the delivered coils. He then inspected the coils outside the patient and found all markers were present. He reported that he manipulated one of the coil delivery systems to see if the marker could easily be taken off, but found it remained secure. It was indicated that the physician thinks that the metal object may be the tail of a coil, but the intent of the procedure was to totally occlude the vessel, so this coil tail is not an issue.